Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pfo occluders were reported in a research article in a subject population with multiple co-morbidities including autoimmune disorder, nickel hypersensitivity. Complications reported included migraines, arrhythmia, bleeding, hypersensitivity; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: sex-specific differences in patients with and without nickel hypersensitivity undergoing patent foramen ovale closure.

Event description:
The article, "sex-specific differences in patients with and without nickel hypersensitivity undergoing patent foramen ovale closure", was reviewed. The article presented a prospective, single center study to evaluate whether preprocedural nickel hypersensitivity confers a sex-specific risk of adverse events following patent foramen ovale (pfo) closure. Devices included in the study were amplatzer pfo occluder (abbott laboratories) and the gore cardioform septal occluder (gso). The article concluded that the sex-stratified analysis revealed that device syndrome and new-onset or worsening migraines were significantly more frequent in female than in male patients. [The primary and corresponding author was anastasios apostolos, first department of cardiology, school of medicine, national and kapodistrian university of athens, hippocration general hospital of athens, athens, greece, with corresponding email: anastasisapostolos@gmail.com]. The time frame of the study was not specified. A total of 96 patients were included in the study, of which it was not reported how many received an abbott device. The majority gender was male. The average age for the male patients was 43 years and the average age for the female patients was 49 years. Comorbidities included autoimmune disorder, nickel hypersensitivity.